Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and pain at the implant site. Subsequently, the patient was hospitalised and treated with steriods and antibiotics (type, date, and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed (B)(6) 2016.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory percepts. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function. This report is submitted november 24, 2016.